Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Bristle head of replacement detached/ snapped from the neck of the replacement. [Device breakage]. No adverse event [no adverse event]. Case description: a consumer reported that while using an oral-b rechargeable toothbrush, version unknown on (B)(6) 2016, the bristle head of the oral-b brushhead, version unknown detached/ snapped from the neck of the replacement. No symptoms developed.